Manufacturer narrative:
(B)(4). On an unknown date, the patient¿s effluent was clear and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Five days after onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (two grams), fortum (one gram), tobramycin (40 mg) and heparin (2500 iu [international units]); frequencies, duration and routes were not reported. The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.